Manufacturer narrative:
The sc1 cap and reservoir locked properly into reservoir compartment during testing. The pump passed all functional testing including the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self-test. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thump. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1 and motor assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. In summary, customer alleged no delivery anomaly not confirmed. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experinced hyperglycemia and noticed a crack down in the corner of the insulin pump. The damage had affected insulin delivery. The blood glucose value at the time of the event was 400mg/dl. It was unknown how the customer was treated for hyperglycemia. The event involved product mmt-1886. Troubleshooting was performed for cosmetic damage and the customer reported that the keyboard made some noise and was a little swollen. The damage impacted/affected the pump¿s functionality. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1886 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.